Event description:
The tip of the instrument broke off in the pt, unable to retrieve, causing a 40 min delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.